Event description:
It was reported that there were concerns of a premature battery depletion for subcutaneous implantable cardioverter defibrillator (s-ICD) device. Battery level dropped from 33% to 14% in approximately 6 months. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device is likely to be replaced. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion for subcutaneous implantable cardioverter defibrillator (s-ICD) device. Battery level dropped from 33% to 14% in approximately 6 months. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Subsequently the s-ICD device was explanted and replaced. No additional adverse patient effects were reported.